Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels and had trouble getting it to go down. The customer's blood glucose level was 600 mg/dl. The customer reported vomiting as a symptom. The customer had only treated with the insulin pump. During troubleshooting, the customer removed the set and found the cannula was bent. The customer performed the high pressure test and it passed. The customer was advised to call back if problems persisted. Nothing was replaced or returned for analysis.